Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy appearance, loose stools and fever. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1g, once every 3 days and route was not reported), amikacin injection (250 mg, frequency was not reported) and paracetamol (500 mg, orally, frequency was not reported) for peritonitis. At the time of this report, the patient was recovered from the event. No additional information is available.